Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. Since the pump was no longer under warranty, it was not returned by the customer, and no additional corrective actions were taken by the distributor.